Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 and d10. Corrected: h1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the torque limiter tolerance was too high and caused a fracture of the pedicle wall while final tightening. The surgery completed successfully and additional CT spin and replacement of the pedicle screw was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint#:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the pedicle screw broke the pedicle during final tightening for a spinal fusion procedure. The torque limiter (non-synthes) tolerance was too high and caused a fracture of the pedicle wall while final tightening. There was a surgical delay of 45 minutes. Intra-op CT with screw replacement was performed when the event occurred. As other medical intervention, intra-op CT with o-arm was performed. It was unknown if there was any patient consequences/outcome. The procedure was finished and the patient was released from the hospital.